Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving bupivacaine (did not ask mg/ml at did not ask mg/day) and unknown morphine drug (did not ask mg/ml at did not ask mg/day) via an implantable pump for unknown indications for use. It was reported that the patient was currently in the hospital, and they were not sure if anyone has called medtronic to have a representative come in to see if the pump was malfunctioning again. The patient representative stated that they did not know if the catheter was replaced or what they did. The patient has been in the hospital since this morning and was having withdrawal symptoms. The agent reviewed that the pump would not be alarming and provided the national answering service (nas) phone number for healthcare provider to call and page the representative. The issue was not resolved through troubleshooting. The agent sent an email to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.